Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, one band was deployed and then the suture "snapped." The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of suture break. Block h10: the returned speedband superview super 7 (handle assembly) and ligator head) was analyzed, and a visual evaluation noted that the slack was taken up correctly and the post showed insertion marks of the trip wire. The suture thread was in good condition and contained eight knots; however, the extra knot was not a production knot and could have been created by the manipulation of the device. The returned ligator head had six bands attached. The device was observed under magnification and the ligator head teeth were found bent/damaged while the suture hole is in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of suture broken was not confirmed. Upon analysis, it was found no signs that the suture was broken. The suture thread was complete and in good condition and contained eight knots, wherein the extra know could have been generated by the manipulation of the device. The ligator head had six bands attached and the teeth were found bent. It is possible that due to the manipulation or technique used at that time to interact with the device may have interfered with the normal operation of the device. The crooked teeth clearly showed that the functionality of the device was affected in some way, possibly the tortuosity or anatomical conditions of the patient. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2022. During the procedure, one band was deployed and then the suture "snapped." The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.